Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain/ pelvic area') in an adult female patient who had essure (batch no. 936681) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: surgical pathology report: a- right ovary, oophorectomy: dermoid cyst. Cystic follicles b- uterus bilateral fallopian tubes, and left ovary, supracervical. Concurrent conditions included uterine fibroids, uterine bleeding, adnexa uteri mass, dermoid cyst, bleed in luteal cyst and adenomyosis. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2013 to (B)(6) 2013, nsaids since june 2013 and paracetamol (acetaminophen) since june 2013. On (B)(6) 2013, the patient had essure inserted. In june 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and anaemia ("anemia"). In july 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In september 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In october 2016, the patient experienced migraine ("migraines / headaches"). The patient was treated with surgery (hysterectomy (full), bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, anxiety, migraine, anaemia and dysmenorrhoea outcome was unknown. The reporter considered anaemia, anxiety, depression, dysmenorrhoea, female sexual dysfunction, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: as per pfs-did not undergo essure confirmation test diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound scan - on (B)(6) 2017: ml/rt complex mass seen that measures 8.7 cm. Appeared to be dermoid in appearance. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc (product technical complaint) incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain/ pelvic area') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. 936681) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: surgical pathology report: a- right ovary, oophorectomy: dermoid cyst.cystic follicles b- uterus bilateral fallopian tubes, and left ovary, supracervical. Concurrent conditions included uterine fibroids, uterine bleeding, adnexa uteri mass, dermoid cyst, bleed in luteal cyst and adenomyosis. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2013 to (B)(6) 2013, nsaids since (B)(6) 2013 and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding),"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression/psych injury"), anxiety ("psychological or psychiatric problems condition: mental anguish/psych injury") and anaemia ("anemia"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2016, the patient experienced migraine ("migraines / headaches"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), urinary tract disorder ("bladder/urinary problems: other") and bladder disorder ("bladder/urinary problems: other"). The patient was treated with surgery (hysterectomy (full), bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia, anaemia, urinary tract disorder and bladder disorder had resolved and the dysmenorrhoea, vaginal haemorrhage, female sexual dysfunction, depression, anxiety and migraine outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, bladder disorder, depression, dysmenorrhoea, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: as per pfs-did not undergo essure confirmation test she received treatment for psych injury: no. She received treatment for bleeding: yes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound scan - on (B)(6) 2017: ml/rt complex mass seen that measures 8.7 cm. Appeared to be dermoid in appearance. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: new events added: abdominal pain, general abnormal bleeding, bladder/urinary problems: other added. Event outcome updated for pelvic pain, menorrhagia, anemia. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain/ pelvic area') in an adult female patient who had essure (batch no. 936681) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: surgical pathology report: right ovary, oophorectomy: dermoid cyst/cystic follicles. Uterus bilateral fallopian tubes, and left ovary, supracervical. Concurrent conditions included uterine fibroids, uterine bleeding, adnexa uteri mass, dermoid cyst, bleed in luteal cyst and adenomyosis. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2013 to (B)(6) 2013, nsaids since (B)(6) 2013 and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and anaemia ("anemia"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2016, the patient experienced migraine ("migraines / headaches"). The patient was treated with surgery (hysterectomy (full), bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, anxiety, migraine, anaemia and dysmenorrhoea outcome was unknown. The reporter considered anaemia, anxiety, depression, dysmenorrhoea, female sexual dysfunction, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: as per pfs-did not undergo essure confirmation test diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound scan - on (B)(6) 2017: ml/rt complex mass seen that measures 8.7 cm. Appeared to be dermoid in appearance. Most recent follow-up information incorporated above includes: on 6-aug-2019: pfs and mr was received ¿ lot number added. Events added-abnormal bleeding (vaginal), menorrhagia, apareunia (inability to have sexual intercourse), depression, mental anguish, migraines / headaches, anemia and dysmenorrhea (cramping). Outcome of pelvic pain was updated to recovering. New reporter information, patient information, medical history, lab data and concomitant drug were added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report